Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had previously exhibited extended charge times within the extended charge time limit. During a recent follow-up appointment extended charge times were again observed, still within the extended charge time limit. Additionally, this device is included in the shortened replacement window advisory, was originally communicated (B)(6) 2007. The monitoring voltage at 27 months was unknown. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly as the monitoring voltage at 27 months was unknown. No adverse patient effects have been reported. At this time, records indicate that this device remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.